Event description:
It was reported that the lead exhibited an insulation anomaly and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 11.3 cm - 11.8 cm from the connector pin. All five filars of the proximal coil were fractured and the distal insulation damaged at 21.3 cm from the connector pin. The location and mode of the damage indicates that the lead was abraded due to friction to the can and the proximal coil fractured as a result of clavicular crush. The fractured coil and damaged distal insulation would account for the reported low lead impedance.